Event description:
It was reported that a patient underwent an appendectomy on (B)(6) 2025 and suture was used. The patient had presented to the hospital with right lower abdominal pain for 10 days and was diagnosed with appendicitis. Surgery was performed that day, and the skin was closed with suture. During the second day after surgery, when the incision dressing was changed, it was found that the skin at the suture site of the incision was red, swollen, tender and with inflammation. The patient was immediately given an alcohol gauze compress and external application of compound dexamethasone acetate cream once a day, an appropriate amount each time, and covered with a sterile dressing for three consecutive days. On the fifth day after surgery, the doctor found that the skin color at the suture site of the patient's incision had returned to normal, the swelling had subsided, there was no tenderness, and there were no other discomfort symptoms. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H6: component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?